Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels in the range of 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer's morning basal rate was too high. Assisted the customer in changing it. The reservoir volume was correct. The insulin pump passed the displacement and self tests. Found that prior to the event, the customer gave himself a bolus of 7.5 units at 3:33 am without first checking his blood glucose levels, resulting in low blood glucose levels. Advised the customer to lock the keypad during the night to prevent unwanted boluses. Nothing further was reported.